Event description:
It was reported there was a leak at the connection of the tubing set of a safire blu ablation catheter. This occurred approximately 3 hours into the case; the staff and physician noticed the leak. There was no pump alarm noted. After noting the leak, the catheter was removed from the body. No further ablation was done. There was no apparent trauma to the catheter, and the tubing set remained attached to the catheter at all times. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). One 7f safire blu bi-directional catheter was received for eval. Functional testing of the returned catheter revealed a leak from the coupling of the hemostasis hub. Microscopic eval of the hemostasis hub revealed a crack at the end of the hub, which caused the leak. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.